Event description:
Reporter stated that the device produced a result of "lo," without having first applied blood, or control solution, to the test strip. No pt injury was reported. A request was made for the return of the suspect device and replacement product was shipped.